Event description:
Pt underwent decompression lumbar laminectomy, removal of rogozinski screw l2-l3, lumbar posterior fusion with pedicle screw & repair of dural tear in 2003. Ten days later, pt had lumbar wound exploration with repair of csf leak with tutoplast fascialata graft. Six days later, pt returned to surgery for csf leak. The neurosurgeon documented that the leak was due to a defective graft. The leak was repaired with allograft.

Event description:
Add'l info received from MFR 6/5/03: this event was first reported verbally to co's surgical urology marketing division and referred for follow-up. They contacted reporter for details and was faxed the field experience report on 3/28/2003. In the course of co's conversation, they made it clear that tutoplast suspend is marketed, labeled and sold as a bladder suspension product for urology applications only and that the use of this product for the application described in the adverse event reported is clearly not indicated in the labeling. Mentor corp does not design, market or distribute any products for use in neurology, neurosurgery or orthopedic surgery of the spine. In addition, the report refers to this product as a "dura substitute". The product is clearly labeled as fascia lata, which is a connective tissue, not dura and functions in the body as supportive tissue, not as the fluid impervious tissue required for vascular or spinal chord grafts. Thus, the events described are not attributable to the device as indicated in it's labeling.